Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the pca dose and rate was verified with another nurse at the end of the shift, the concentration of the syringe was noted to be programmed at 10mcg/ml, when the actual syringe concentration was 50 mcg/ml, or 5x the intended amount. The pump could only have been operating at this rate from 2131 until noticed at 2308, which would allow for 4-5 doses to be administered at the higher concentration.the pump was re-programmed immediately, and the patient and md were both notified of the event. There was no harm to the patient reported.

Event description:
The customer reported that when the pca dose and rate were verified with another nurse at the end of the shift, the concentration of the syringe was noted to be programmed at 10mcg/ml, when the actual syringe concentration was 50 mcg/ml, or 5x the intended amount. This infusion may have been running for 97 minutes, which would have allowed for 4-5 doses to be administered at the higher concentration. The patient was lethargic, and required frequent vital sign checks and monitoring for 4 hours, but there was no lasting effect.